Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (unable to charge a battery pack) was investigated. As received, the charger was intermittently unable to detect a battery pack. The cause for the failure was isolated to a defective battery connector pca. The root cause for the battery connector pca could not be positively identified. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger/modem indicating that the charger/modem was unable to charge a battery pack.